Manufacturer narrative:
The device was returned for evaluation due to premature battery depletion. Longevity estimation was performed and the battery voltage was lower than expected. During the analysis, the device behaved normally and the power consumption of the device was measured and revealed no anomalies. The cause of the premature battery depletion is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up low battery voltage was seen and battery depletion was suspected. The device was explanted and replaced. With no adverse consequences to the patient.